Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the freestyle libre 2 sensor. The customer reported he experienced a loss of consciousness, and his mother found him and noted a scan of 258 mg/dl. Emergency services were called and a capillary result of 23 mg/dl was obtained. The customer was transferred to the hospital, treated with glucose via IV for diagnosis of hypoglycemia, and hospitalized for one day. There was no report of death or permanent injury associated with this event.